Event description:
It was reported that the insulin pump was damaged when the customer fainted and fell. The customer's blood glucose reading was 176mg/dl. Troubleshooting was performed. The caller mentioned that the customer had issues during priming, and insulin squirted out. Advised that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked display window and belt clip slot.